Event description:
It was reported that "plaintiff was implanted on or about (B)(6) 2010 with an ams monarc sling to treat certain women like the plaintiff for stress urinary incontinence." It was alleged by the attorney for the plaintiff that the "product has caused plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that, as a result of the product, plaintiff has suffered serious bodily injury, has caused plaintiff to suffer infection or inflammation, tissue abrasion, and other severe adverse health consequences.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.